Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that after adaptive stimulation was tuned off, the stimulation turning on/off so far had resolved. The cause of the stimulation suddenly dropping to 0 ma was not determined the rep just state it was possibly related to the adaptive stimulation. No actions had been taken to resolve the "settings not available" and "oor" message and the issue was not resolved. The patient's weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt their stimulation turn off and then back on 15 to 30 seconds later since (B)(6) 2018. They also stated that their device was just programmed with adaptive stimulation two weeks ago. Patient services talked with the patient about ¿cycling¿ and change in position as a reason why their stimulation felt like it was turning off and then back on again. Patient services was going to send a message to the local rep to confirm this. No actions were taken prior to the call. The patient synced the patient programmer with their ins and it showed that stimulation was on. A message was sent to a local rep to contact the patient about programming. Additional information was received on may 18, 2018, from the manufacturer representative (rep) reporting that they scheduled an app ointment with the patient to determine what the issue was. The actions taken to resolve the issue of the patient feeling like their stimulation turned off and then back on 15-30 seconds later with adaptive stimulation on was unknown at this time, but the rep indicated that they should know more after their appointment with the patient set for (B)(6). On june 5, 2018, additional information was received. It was reported that the rep met with the patient on june 5, 2018. The patient had reported that their stimulation had gone on and off about seven times on (B)(6) 2018. It was also reported the patient would increase their stimulation to a certain level and then all of a sudden the stimulation setting would go to 0 ma, and the patient would have to increase stimulation again. The patient's controller was displaying the "settings not available" screen and the tablet had shown two out of range (oor) messages. Impedances were checked using a reference of zero. The impedances were between 1160 and 1460 ohms. The rep confirmed they had not yet checked to verify if the patient's position matched the position on the controller. The rep was also going to check the mobility setting and turn off the adaptive stimulation option to see if the issue will resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The manufacturer representative met with the patient about the ongoing issue of stimulation settings changing itself to 0ma. This occurred with and without adaptive stimulation (as) and the stimulation would cut in and out when the controller showed 0 ma. This happened about 10 times a day. Most of the time, the patient could not increase stimulation again and sometimes stimulation would come back on its own. This occurred in different positions, the same position, while moving, and while not moving. Settings not available had been seen since the last reprogramming. Usage diary showed stimulation was on 100% of the time with only a few days at 30-40% because the patient had been out of town without their equipment and this was not due to stimulation being off or on. The consumer charged every day. The ins would usually be at 20-30% when they started the charge sessions but last month they charged every day and the ins would be at 80-90% when they started the session "like the ins was not outputting stimulation." This started last month in (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.